Manufacturer narrative:
The suspect product is the aviva strips.

Event description:
Patient reported obtaining back-to-back blood glucose results, of 76 mg/dl on the doctor's meter and 146 mg/dl using her meter an aviva system (meter, strip lot 300354 with expiration date 02/29/2008). Patient did not modify therapy based on these results. No patient injury was reported, but the doctor's nurse provided her with oj that she drank without assistance. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.